Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The additional information received states that this device did not malfunction, the device that did fail is reported in MDR: 3003604053-2019-00110. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Additional information received states the serial number for this device should be: (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the patient's positioning device jaw broke causing a loss of traction. Procedure was successfully completed with the same device. No significant delay or patient injury was reported.